Event description:
It was reported by the rep that the device was used during a pneumonectomy procedure. It was reported that the tlv30 linear stapler was fired across the inferior pulmonary vein and there was bleeding at the staple line. Finished the case by using sutures on the staple line. There was no consequence to the pt.